Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, product type catheter product ID: neu _unknown_cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product ID: neu_unknown_cath, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump. It was reported that the patient's mother was wondering what the standard of care was for when the baclofen pump catheter needed to be replaced, "leave it in exactly the same place and put a new one in, or remove the old catheter". The patient's 15 year old son had his first pump at age 5 with the "old style" of catheter. When the catheter stopped working, it was left in place when the new catheter was connected. It resulted in system infection and "loss of his pump entirely, when it also became infected".